Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. It was noted that loss of capture was seen while the patient was lying down which resulted in dizziness. A revision took place and this rv lead was explanted. No additional adverse patient effects were reported. The lead will not be returned.